Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer via the manufacturers' representative reported that she was having trouble with the controller. It was no longer working with the implanted device. The patient also noted that the device never worked and she requested that the doctor remove the device a month after it was implanted. Device was implanted in (B)(6) 2012. There was no trauma/ fall related to this issue. The programmer did not work with or without the antenna and it had been happening on and off for 3 years. It only worked once. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain circumstances that led the controller to stop working and steps taken to resolve the controller/ device/ therapy not working issue. If additional information is received, a follow up report will be sent.